Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the suture needle broke inside patient. A x-ray was performed in order to find the broken needle but it was not retrieved. It was left inside the patient. Additional information has been requested but is not yet received.